Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under front therapy pad. Patient described irritation as raw and feels like burning. Patient reported that they are allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patients physician diagnosed the patient with a fungal skin irritation and prescribed a steroid cream. Follow up indicated that the cream helped the skin irritation to improve.